Event description:
Health professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient called to report a left side rupture and fluid. Health professional later reported rupture and abdominal pain not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on radius due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on radius due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: patient¿s concern with the product, rupture, seroma.